Event description:
Revision surgery was reported because the compression screw had backed out of the plate. It was reported the compression screw had not having been fully engaged and the set screw not locked down.

Event description:
Revision surgery was reported because the compression screw had backed out of the nail. It was reported the compression screw had not been fully engaged and the set scew was not locked down.